Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. It was noticed that there were a few drop of moisture inside the pump door area. Pt states no ill effect or antibiotics taken. Effluent has remained clear. There is no sample available for eval.